Event description:
Dexcom g7 10 unit. Gave a reading of urgent low blood sugar. 42. Invention eat sugar. Real sugar level 198 ! Dexcom over the phone states to finger stick x 1hour with inserting new cgm. Not written in patient use paperwork. Potential to continue eating cards / sugar and going into diabetic coma.